Event description:
It was reported that during a low anterior resection procedure, the device cut but the staples were not b-shaped. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).